Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information was requested, and the following was obtained via: could you please confirm if the issue (wrong labeling) was discovered during a procedure? If yes, what was the initial procedure? When did the issue was discover? Pre op, intra op or post op? Please clarify did the surgery was delayed due to the issue (wrong labeling)? Did the surgery was completed successfully? What was used to complete the procedure? Could you please confirm what is the correct lot number? (Rdbbqbr0) lot number provided did not match in the system. These are unopened packages in the end customer stock. So the questions are irrelevant. The lot number is correct, it can be seen in the picture (see attachments "lot" and "picture". To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on patient, it was reported that wrong labeling, fs-2 when it should be fs-2s. No adverse consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/30/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Photo analysis: investigation summary: one picture was received for evaluation. It was observed two sealed boxes with the product code v292h and v292zh this is a product should be slim(fs-2s), however in both boxes the needle sales type is for fs-2 . As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.